Event description:
It was reported that a malfunction occurred with the pump, and the caller mentioned they were at the pool beforehand, though they did not believe the pump got wet. There was no adverse impact to the customer's blood glucose level. The customer planned to use mdi as a backup therapy, and tandem technical support arranged to send a replacement pump. The caller received instructions on how to store the pump before returning it and acknowledged understanding the procedures for receiving the new pump.